Event description:
It was reported when stimulation is on the pt feels like her legs are asleep. It was also reported the pt experiences discomfort in the heels of her feet when stimulation is off. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.